Event description:
It was reported the impedance was 9187 ohms. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4)

Event description:
It was reported the impedance was 9187 ohms. Lead fracture suspected. The lead was partially explanted and replaced. No patient complications were reported as a result of this event. Additional information received reported radiologically there was seen a clear fracture and separation of the lead and the impedance was noted to be greater than 9999 ohms.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance. The hv-coil and ring-coil impedance measurements have been in the 12 - 15 ohm and 21 - 25 ohm range throughout the record except for the last reading on (B) (6) 2010. The hv-coil was 9187 ohms and the ring-coil was 7833 ohms.